Manufacturer narrative:
Method: a review of the manufacturing paperwork is being conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. An angiogram taken during the procedure revealed an endoleak from the contralateral leg component. The device was ballooned and another angiogram was taken which revealed a type iii endoleak from the trunk-ipsilateral leg component and the contralateral leg component. It was reported that the contralateral leg component was sitting parallel to the gate. An unplanned aorto-uni-iliac procedure was performed using two aortic extender components. A femoral-femoral bypass procedure was also performed to regain blood flow. The blood flow was restored and the pt tolerated the procedure. The images taken during the procedure were examined again and the images revealed a large crease in the back of the trunk-ipsilateral leg which resembled infolding. No further complications were reported.